Manufacturer narrative:
Product analysis conclusion: the reported inadequate seal of the distal limbs was confirmed on the images provided, however the shortened proximal neck could not be confirmed. While the type ii endoleak could not be identified from the images provided, it cannot be ruled out. The cause/source of the reported events could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Disease progression with aneurysm morphology changes over the time of implantation of the devices may have been a factor in the observed events. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm++ abdominal aortic aneurys. Heli-fx endoanchors were also implanted. It was reported approximately 4 years and 9 months later follow up CT showed loss of seal in the left limb. Although the neck seal has shortened, there is no type ia endoleak identified. The aneurysm, however, has grown distally. The right limb seems to have about 15 mm of seal and the left limb has approximately 4mm of seal with a tape ii endoleak. Intervention was performed, the aortic neck was checked first and there was no leak of any sort present. The physician then extended the left and right side to the hypogastric artery with endurant limbs. The procedure was performed successfully with no endoleaks of any kind noted. Per the physician the cause of the loss of seal is undetermined. No additional clinical sequelae were reported and the patient is fine.